Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). During a follow-up with home patient (hp)'s nurse, it was found that the hp was capped with a minicap when the day nurse had disconnected the hp from the homechoice (hc) machine during dwell, but the other cap that went on the cassette line did not get put on properly by the day nurse. This nurse stated that the cap itself and line itself were not inspected. All samples were discarded. The nurse stated that hp's health was not impacted. This complaint for a report of a connection issue was not confirmed and the cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) display during day dwell (not connected), because the patient line came loose from the cap. The technical service representative (tsr) assisted the nurse as requested. The nurse would start over using new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.